Manufacturer narrative:
Patient identifier: (B)(6) (too many characters to fit in the field). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a 71-year-old male patient with cardiac lesions. It is not known how long the patient had these lesions. The following data was provided (reference range for males: < 34.0 ng/l): patient: (B)(6) : 1st troponin-I result: 51.4 ng/l (positive). The physician sent the patient to have a new sample drawn and sent to the lab for analysis. The troponin-I result was 3.0 ng/l (negative). The laboratory re-analyzed the first sample and generated a result of 2.0 ng/l (negative). No impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue for the lot. Tracking and trending was reviewed and did not identify any related trends regarding commonalities for the lot number and issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 34420ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history records were reviewed and did not identify any non-conformances or deviations associated with the likely cause lot(s) and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 34420ud00 was identified.under section a: patient information: section a2 - age at time of event: 71 years old; a3 - gender: male.